Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two metallic essure coils are identified embedded within the fallopian tubes'), genital haemorrhage ('bleeding') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. D19669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal dryness, libido decreased, vulvovaginal candidiasis, weight gain, hormonal imbalance, dysuria, urinary urgency, urinary frequency, depression, vaginal discharge, dyspareunia, labor pain, dizziness, arthralgia multiple, joint pain, back pain, dysmenorrhea, menorrhagia and uterine bleeding. Concurrent conditions included yeast infection. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, neuromyopathy, pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, embedded device, genital haemorrhage, neuromyopathy and pelvic pain to be related to essure. The reporter commented: left ostium: 2, right ostium: 6 coils were visible. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain, allergy to metals, genital haemorrhage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("two metallic essure coils are identified embedded within the fallopian tubes"), genital haemorrhage ("bleeding") and neuromyopathy ("neuromuscular problems") in an adult female patient who had essure (batch no. D19669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal dryness, libido decreased, vulvovaginal candidiasis, weight gain, hormonal imbalance, dysuria, urinary urgency, urinary frequency, depression, vaginal discharge, dyspareunia, labor pain, dizziness, arthralgia multiple, joint pain, back pain, dysmenorrhea, menorrhagia and uterine bleeding. Concurrent conditions included yeast infection. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, neuromyopathy, pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, embedded device, genital haemorrhage, neuromyopathy and pelvic pain to be related to essure. The reporter commented: left ostium: 2, right ostium: 6 coils were visible. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain, allergy to metals, genital haemorrhage amendment: the report was amended on (B)(6) 2019 for the following reason: significant correction: event pelvic pain changed from incident to other event. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("two metallic essure coils are identified embedded within the fallopian tubes"), genital haemorrhage ("bleeding") and neuromyopathy ("neuromuscular problems") in an adult female patient who had essure (batch no. D19669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal dryness, libido decreased, vulvovaginal candidiasis, weight gain, hormonal imbalance, dysuria, urinary urgency, urinary frequency, depression, vaginal discharge, dyspareunia, labor pain, dizziness, arthralgia multiple, joint pain, back pain, dysmenorrhea, menorrhagia and uterine bleeding. Concurrent conditions included yeast infection. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, neuromyopathy, pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals, embedded device, genital haemorrhage, neuromyopathy and pelvic pain to be related to essure. The reporter commented: left ostium: 2, right ostium: 6 coils were visible. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain, allergy to metals, genital haemorrhage. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.